Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while inserting the trocar through the abdominal wall during a laparoscopic cholecystectomy, the surgeon would insert the needle, but could not remove it because it was too tight. It was also reported that the needle was too big for the sheath. Two other separate sheaths were brought, but both were ripped/buckled in when it was attempting to remove the needle. The surgeon persisted with the trocars to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received two devices. The visual inspection of the returned product noted that the expandable sleeves, obturators, cannulas, circular and duckbill seals appeared intact. Pmv performed functional testing, the devices passed an air leak test. All other components functioned properly. Device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component. If information is provided in the future, a supplemental report will be issued.